Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a bent intraocular lens (iol). There was no patient contact. The procedure was completed. Additional information has been requested.

Event description:
Additional information was provided indicating that the bent iol was caused by the insertion device. There are two medical reports associated with this event. This report is for the iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).